Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered a meal announcement to correct a high blood glucose of 233 mg/dl, which constituted an improper method of use involving the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect procedure, specifically failure to follow instructions, with involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.